Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand. It was visually inspected and the thickness of the base was measured. Results: visual inspection of the returned chamber revealed two vertical cracks on the chamber dome near the hinge bracket. White residue was observed on the inside of the chamber dome. No signs of flow marks, smeared print or stress marks were noted on the outside of the chamber dome. Measurement of the chamber base thickness revealed that it was within specification. A lot check revealed no other complaints of this nature for lot 150116. Conclusion: we are unable to determine what may have caused the damage observed on the returned mr290v chamber. Based on the inspection carried out it is likely that the returned mr290 chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A healthcare facility in (B)(4) reported that the mr290v vented autofeed humidification chamber was leaking during use. No patient consequnce was reported.